Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support attributed the reported issue to the defective linear valves of the blender (air side). The customer reported that the faulty components have been replaced.

Event description:
The customer reported that the device was experiencing "fio2 not stable". At this time, there was no information provided regarding patient involvement in this event.